Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on june 05, 2019 at 7 pm due to diabetic ketoacidosis and high blood glucose level of around 200-400 mg/dl. The customer experienced symptoms such as nausea, vomiting, fatigue, difficulty in moving, and pain. It was reported that the insulin did look cloudy and was in heat for long time. The customer declined troubleshooting. The insulin pump will not be returned for analysis.